Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, battery tube threads, minor scratches on display window, cracked reservoir tube, reservoir window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However moisture damage was noted on keypad traces. The insulin pump passed alarm test.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they also have a crack on the screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.